Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the grippers did not raise. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted successfully in the central part of the a2-p2 scallop, reducing mr to 3+. A second mitraclip delivery system (cds) (cds (B)(4)) was advanced to the mitral valve to further reduce the mr; however, during the third grasp attempt, when unlocking the gripper lever, the grippers did not respond to the gripper line. It was not possible to raise the grippers, and the grippers stayed lowered. The clip was not implanted and the cds was removed. Another cds was used to complete the procedure. By the end of the procedure a total of two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. The patient was stable during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was returned and the reported gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to a noted gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. It is possible that due to multiple retractions of the gripper lever to grasp the leaflet increased tension on the gripper line resulting in the gripper line break; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Additional information was received subsequent to the filed medwatch, pre-procedure mr was 4. No additional information was provided.